Manufacturer narrative:
The reported complaint of a system error displayed on the autopulse platform (sn (B)(6)) could not be duplicated during functional testing because the platform could not be power on. The system processor board was replace to remedy the power issue. Unrelated to the reported complaint, found the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. This fault was due to wear and tear. The drive shaft was deburred to remedy this issue. Also, a corroded top blue case cover metalized coating was observed. This damaged cover was due to fluid ingresses. In addition, a broken head restraint wire was observed on the top cover. This type of physical damage on the platform is likely attributed to wear and tear as a result of an aging device. The top cover was replaced and autopulse platform was bio-cleaned to remedy the issue. During re-evaluation, unrelated to the reported complaint, the fluid ingresses damaged the both load cell channels. The load cell characterization test confirmed the load cell modules are defective and the replacement is required to address the reported issue. The autopulse platform was manufactured in december 2011 and it is 7 years old, well beyond its expected serviceable life of 5 years. Archive data review could not be downloaded due to device not powering on. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. Since the device was not returned, physical investigation of the autopulse platform could not be performed and a root cause could not be determined. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (B)(4) was displaying an error message " system error, out of service, revert to manual CPR". No patient was involved.